Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received by a field clinical specialist (fcs), approximately 1 year and 7 months post implant of a 29mm sapien 3 valve in the aortic position, the patient is being worked up. According to the team the commissures look calcified via echo. The team thought the patient required treatment with a new thv soon due to symptoms.

Manufacturer narrative:
Corrections to section b1 and h6. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. A review of imagery of patient's anatomy showed the following: native annulus appeared to have calcification prior to tavr. Tee was reviewed revealing the following observations: mild calcification at thv commissures. Severe regurgitation of the aortic thv. Aortic valve area of 1.51 cm2. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on provided imagery. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary written by ew documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 1 year and 7 months post implant of a 29mm sapien 3 valve in the aortic position, the patient is being worked up. According to the team the commissures look calcified via echo. The team thought the patient required treatment with a new thv soon due to symptoms.'' Review of provided imagery confirmed presence of native annular calcification pre-tavr. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Recent tee confirmed presence of calcified commissures in the bioprosthetic thv. Tissue calcification is a common failure mode of svd, which in this case likely affected proper leaflet coaptation, resulting in central regurgitation and stenosis. As such, available information suggests that patient factors (pre-existing valvular disease) may have contributed to the reported event. Technical summary is applicable to this complaint because patient conditions likely contributed to valve calcification. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.